Event description:
On (B)(6) 2011, during follow-up for a related report, the customer indicated that 5 units from lot number 0000347469 were also affected for a total of 10. The description of the defect is as follows: the problem is not occurring out of the package, but once the product is in use. The staff is finding subtle cracks occurring both at point of connection to the endotracheal tube and at the expiratory and inspiratory connection area of the y-site. The customer indicated the plastic seems brittle. The customer also indicated that at times, the patients weren't getting their full tidal volume and desaturated. The patients had to be ventilated while switching out the cracked piece. The patients were then able to continue with their therapy. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the samples received were evaluated according to carefusion inspection procedures and the cracks could be observed in the "y" adapter around the three ports. Therefore, the reported condition was confirmed. In addition, samples were sent to an outside laboratory for infrared report (ir) scan evaluation. The device history record of the lots reported was reviewed and no issues related with this report were observed; product was produced and released according to carefusion's internal procedures. The manufacturing process was reviewed and no problems were found related to the issue reported. (B)(4). The root cause has not been determined as of yet; CAPA (B)(4) was initiated to address the potential causes for this condition. A CAPA (B)(4) has been created to complete the failure investigation and the corrective actions implementation. This will include the ir scan evaluation findings. (B)(4). As there were ten samples provided by the customer, this is report nine of ten.